Event description:
A malfunction was reported on the customer's pump, with no notable events occurring prior to the issue. There was no adverse impact on the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer will use multiple daily injections (mdi) as a backup therapy, and tandem technical support (cts) arranged for a replacement pump with updated software to be sent. Cts also provided instructions for putting the pump into storage mode and guided the customer on returning the faulty pump to tandem.